Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported that the lead was replaced due to inappropriate shocks. The right ventricular impedance was noted to be high, since about ten days before the inappropriate shocks. No further patient complications were reported as a result of this event. Further information received from an attorney alleges patients suffered physical and other injury, including, but not limited to, implantation of a now recalled lead, increased medical monitoring and treatment, failure, fracture, inappropriate shocking, capping, and/or explantation, as a result of the recalled lead. Attorney also alleges the patients "have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".